Event description:
On (B)(6) 2012, the patient experienced cerebral infarction from the distal ica to the middle m1 segment. The physician used a chikai guide wire and optimo guide catheter. The psc302 was used as inner catheter. The psc054 and the psc032 was advanced to the target. The psc032 and guide wire were withdrawn in order that the psc054 might aspirate the clot. The psc054 was advanced to the m1 proximal with aspirating the clot. When the psc032 was inserted again to change the placement of the psc054, the physician noticed that the catheter was broken 44 cm from the distal tip. The physician then used a merci micro catheter as inner catheter instead of psc032. The procedure was completed successfully and the patient had a good prognosis.

Manufacturer narrative:
Device investigation: results: there is a break in the outer polymer layer of the catheter, 44 cm from the distal tip. The break noted in the complaint is confirmed. The cause of the break appears to be handling related, likely caused during removal from the patient after first use. No difficulties were noted during the first coaxial use of the catheter. It was only after the catheter was reinserted that the break was noted. If the catheter is removed at an angle or mishandled once removed, the catheter may be damaged. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.